Event description:
"For a spine fusion procedure, a 14fr foley catheter was placed with no difficulty. The catheter balloon was checked to be secured and inflated by performing a light tug test. The catheter remained in place. Upon flipping the patient, the circulating rn noticed a leak at the bifurcation of the catheter and balloon inflation port. The rn checked that the catheter was intact, and the foley catheter balloon was found to be deflated and the catheter no longer secure inside the patient. The tubing at the tip was intact. The surgeon and anesthesia team were notified. Charge rn was notified. The foley catheter was saved and provided to charge to give to materials. Catheter information: ref: uro175814ts, lot:24ibt134, exp: [redacted date], gtin: (B)(4)."